Manufacturer narrative:
Received 39pcs of 450082/20f14u for evaluation. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A check of production records of the reported material/batch shows no documentation indicating a deviation. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force and pull force between stopper + safety protector were measured; all results were within specification. The complaint could not be duplicated.

Event description:
Customer states the release mechanism when retracting the needle sticks and does not function properly. They are a fairly new user of item 450082. Multiple phlebotomists and nurses have reported this issue. They have expressed concern that they almost stuck themselves with a dirty needle on multiple occasions. There are no reported needlesticks with item 450082. The supervisors have escalated this issue and concern. The staff expressed they do not like the product and prefer a different product. The customer has decided to switch back to a different product that they previously used with no complaints. They are no longer using item 450082. This issue does not appear to be lot specific. The last lot in use was lot 20f14u.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were received and forwarded to the supplier for evaluation, where we purchase the product from. As soon as the investigation is investigation is completed, a supplemental report will be filed.